Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed npi error code 210.5020. Technical support: tech has error code 210.5020 on 8100 unit. 1. The processor is missing and failed. 2. Try to flashed the software on the unit, if flash fail. 3. Replace logic board on unit. Serial number was not provided therefore a review of the device history record cannot be performed. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reported an error code 210.5020 on 8100 unit. No patient involvement is noted.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed an error code for peripheral version response failure. There was no patient involvement.